Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary : (B)(4) : initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high battery impedance which led to elective replacement indication [eri]. Eri was due to high battery impedance logged on (B)(4) 2010, prior to explant. Ramware version 8 installed on (B)(4) 2010. Analysis of the device: calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device indicated elective replacement [eri] and there may have been premature battery depletion. The device was explanted and replaced. No patient complications have been reproted as a result of this event.